Event description:
The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator that was implanted on (B) (6) 2006 has reached elective replacement indicator (eri). Premature battery depletion was suspected. A replacement procedure was to be performed in the near future. Upon removal, the device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device remains implanted. Upon removal, the device will be returned to boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.